Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The customer administered insulin through her infusion device and blood glucose levels did not decrease. The customer went to the hospital. Upon arrival at the hospital the customer received a blood glucose result of 480 mg/dl and was diagnosed with diabetic ketoacidosis. The type of treatment provided was unknown. At the time of the initial report the customer was still hospitalized, it is unknown when she will be discharged.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.